Manufacturer narrative:
Correcting UDI# from (B)(4) to (B)(4). This is a follow up report to correct this information. Device received for this event is being corrected from ank c/x impl a8/d3.5/l8 catalog # 31010405 to ank c/x impl b8/d4.5/l8 catalog # 31010425. This is a follow up report to correct this information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.